Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedances on the leads. The patient underwent an explant procedure. The explanted leads were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5075941.